Event description:
Account reports incident in which leakage occurred at the cassette of the reported product. Not known if issue was observed during priming or during usage on pt. No further info available. Reporter stated the lot number was either u409516 or u409508. Per conversation with healthcare professional on 8/21, no pt compromise.